Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.4 mmol/l, 21 mmol/l and 2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information; serial number and device mfg date have been updated based on the returned product. The reported meter was returned and investigated with retained test strips. Performed visual inspection on the returned meter. No observations. Turned on meter by pressing the button, and inserting retain strip. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. The reported test strips were not returned. Extended investigation was also performed and determined that there was no indication that the product did not meet specification. DHR (device history review) for the freestyle precision neo was reviewed and the DHR showed the freestyle precision neo passed all tests prior to release. Dhrs (device history review) for the omni strips were reviewed and the dhrs showed the omni strips passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the omni strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.4 mmol/l, 21 mmol/l and 2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.